Manufacturer narrative:
Upon initial eval of the camera head, the chassis connector card edge has burn marks . We suspect the card edge was wet and did not completely dry when plugged into the camera control unit which can lead to electrical short and result in interference in the image. Because the facility did not have a back-up camera available, the surgeon decided to convert to open surgery.